Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources which resulted in the battery fully depleting and the pump shutting down. The customer¿s blood glucose was between 248-278 (mg/dl). Reportedly the customer had an alternate pump for insulin therapy. The customer also had manual injection supplies available.